Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A physician reported following flap creation there was an uncut area on the superior part of the flap. Additional information has been requested.

Manufacturer narrative:
Additional information provided. During a onsite visit, the fse (field service engineer) performed linearity and threshold test. All tests passed. Fse successfully completed system verification to specification. Fse attended post service session, no uncut flaps observed, device is working as intended. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).